Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for more than 15 minutes. Customer's blood glucose level was not impacted. The customer does not wear the pump in line with transmitter due to the customer's work uniform being in the way.